Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via clinical study that stroke occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with a sentinel cerebral protection system for embolic protection. Seven days post-procedure the patient experienced a non-serious, disabling, ischemic stroke which was diagnosed via neuroimaging. The patient recovered same day. The physician causally related it to the sentinel procedure and tavr procedure.